Manufacturer narrative:
(B)(4). One (1) applier of catalog number 543965 auto endo5 ml was received used, lot # 73f1400409 was confirmed. Components look well assembled, no stuck clip in jaws. No quality issues were found during testing, therefore, failure mode clip stock in applier, was not able to be duplicated during functional inspection the device works properly therefore corrective actions is not required at this time. All products are 100% tested by manufacturing and this defect would have been detected during the functional testing. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the applier malfunctioned while in use on a pt. Add'l info indicated that the clip got stuck in the applier. The pt's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73f1400409 investigation did not show issues related to the complaint. The MFR will continue to monitor and trend related events.